Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse replaced four (4) buffer valve. The system was verified with calibration, precision run and qc. Once this was completed the system was restored to full functionality. The failure mode of this event is defective buffer valves. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous high sodium results on beckman coulter au5800 clinical chemistry analyzer serial no. (B)(4). There was no report of change to patient treatment in connection with this event. There was no report of calibration or qc issues reported by the customer.